Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a blank display from the insulin pump. The customer's blood glucose reading was unknown. The customer had the same problem with a new battery cap. The customer stated that the pump was not dropped or bumped. The customer stated that the pump was not exposed to moisture. The customer stated that they used aaa alkaline battery. The customer stated that the battery cap and compartment was not damaged or corroded. The customer was advised to insert new aaa battery. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. All operating currents tested within the specification range and passed off no power test. The insulin pump was monitored and tested with no blank display noted. The insulin pump was received with cracked reservoir tube lip, cracked case near the display window corners and minor scratches on the display window noted.